Manufacturer narrative:
The event extended the procedure. No injury to the pt was reported. Anchor's investigation has confirmed the cause of the incident as material delamination of the bag material. An improvement corrective action plan has been defined and implanted for the supplier's process and equipment to reduce the potential for delamination of the bag material. This product was manufactured prior to the implementation of the corrective action.

Event description:
Doctor was removing a cancerous spleen. The bag split down the seam spilling fluid into the abdomen.